Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump had crack in display and they could not read display anymore. The customer¿s blood glucose was 12 mmol/l at the time of incident. Customer reported that they received failed battery alert after changed battery. The insulin pump will not be returned for analysis.